Event description:
It was reported that "the 2 does not respond on the unlock screen". There was no adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, a response was not received.